Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an acute cerebral embolic infarct one day post-ventricular assist device (vad) exchange. The patient exhibited garbled speech and a head computerized tomography (CT) scan was performed which revealed acute infarcts in the left parietal lobe and posterior left insula with suspected lacunar infarcts in the cerebellar hemispheres. A repeat head CT scan was performed the next day which showed further evolution of the acute cerebral infarct without hemorrhage. The patient exhibited right arm and right leg weakness, right facial paresis, aphasia and dysarthria. The patient was discharged from the hospital and admitted to a rehabilitation facility. The vad remains in use. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files were not available for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.